Manufacturer narrative:
(B)(4). Date sent: 06/29/2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic procedure, it was observed that unformed staples fell off after firing. All staples that were fired on the blood vessels were in good shape. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/10/2025 d4: batch #391c18 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received. The reload was received fully fired with a tyvek. No functional test was performed due to the condition of the reload. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Device history review a manufacturing record evaluation was performed for the finished device batch number 391c18, and no non-conformances related to the reported complaint condition were identified.